Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported by the customer that the smartsite extension set is unable to flush or prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. H3 other text : see h.10.

Event description:
It was reported that 4 unspecified bd smartsite extension sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: I came across four defective bd smartsite extension sets, unable to flush/prime. Central supply was notified. We are wasting a lot of extension sets because they are defective. We also ran out of #22 gauze IV needles, borrowed oncology's last 22 g to needle to start an IV.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 unspecified bd smartsite extension sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: I came across four defective bd smartsite extension sets, unable to flush/prime. Central supply was notified. We are wasting a lot of extension sets because they are defective. We also ran out of #22 gauze IV needles, borrowed oncology's last 22 g to needle to start an IV.